Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed complete heart block (chb) resolved with a permanent pacemaker implant. The procedure was converted to cardiac surgery and a percutaneous transluminal coronary angioplasty was reported. No additional adverse patient effects were reported.